Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited electrocardiogram anomaly; after a threshold test no egms appeared. The device was retested and the egm appeared.